Event description:
It was reported that when using the pyxis medstation es system, it had a cubie failure, unable to pop out. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the row d pockets were missing. The field service engineer removed pockets and reseated the tray cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.